Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an endoscopy with moderate sedation procedure performed on (B)(6) 2023. During the procedure, the clip attempted to deploy in the antrum, but it would not deploy. The clip was removed, and the procedure was completed with another clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event that the clip would not deploy.